Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump had a blank display without receiving a low battery alarm. The customer also reported a no delivery alarm. The blood glucose reading was 324 mg/dl. The customer was able to treat with a bolus and brought the blood glucose down to 148 mg/dl.